Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with mild diabetic ketoacidosis (dka). The patient's blood glucose levels reached >400 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia and nausea. The patient was treated with ivf (intravenous fluids) and IV (intravenous) insulin. The patient was released within seven hours. The pod was not removed at the ER and patient reports continuing to wear pod home. Upon removal of the pod the next day, the cannula was found to be bent.